Event description:
The pt was unable to trigger the ventilator. The pt desaturated, but there was no pt injury reported. A leakage in the expiratory cassette was alleged to be the cause of the triggering failure. It was also stated that there was no alarm from the ventilator at the event.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.